Event description:
It was reported that an asymptomatic patient presented in the operating room for change out due to normal eri. Externalized conductors were observed. No anomalies were detected. The lead was capped and replaced.